Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's right ventricular lead has sustained a fracture and was surgically abandoned and replaced seven years ago. A fracture of the replacement lead is suspected now due to pacing impedance measurements greater than 2000 ohms. A review of the device data identified noise and oversensing following the lead safety switch and the lead configuration switching to unipolar mode. Additionally, threshold measurements had increased. A boston scientific technical services consultant discussed troubleshooting and programming options for this system. No adverse patient effects were reported.